Event description:
Unomedical reference number (B)(4). Event occurred in united states. Patient complained about four infusion sets fell off during use. Event took place on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The infusion sets were in use for two days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1923626 - MDR 3003442380-2024-17010 - device 1 of 4.